Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that patient experienced a high blood glucose level of 456 mg/dl, 600 mg/dl. Customer's other specified other blood glucose levels of 382 mg/dl, 249 mg/dl. The customer was treated with insulin pump. The troubleshooting for high blood glucose values was not performed. The insulin pump will not be returned for the analysis.